Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. This resulted in inappropriate shocks. The lead was reprogrammed and will continue to be monitored. The patient experienced discomfort due to the shocks but was otherwise stable.